Event description:
Expresso 3 instrument broke in patient. Instrument jaw broke in 3 pieces. Broken jaw removed from patient. Broken jaw pin identified with mini-c arm and retrieved from patient by md. Md cleared patient to leave room.